Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20804476, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the leads were repositioned. The patient was reportedly doing well postoperatively.